Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, inappropriate auto mode switches due to far r wave oversensing were noted on the ventricular channel of the patient's device. Programming changes were made. The patient was stable.